Event description:
Caller reported experiencing cgm error 42, and this error occurred three or more times without resetting the pump. Blood glucose level was not adversely affected. Customer arranged to continue using the current pump while tandem technical support sent a replacement with updated software, provided training through tandem source, and supplied instructions for returning the defective pump.